Event description:
The facility representative reported an infusion pump "broken." Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated that they have no record of any patient injury or medical intervention. No additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available. During evaluation, the user interface module printer circuit board (uim pcb) was found to be out of specification and associated with failure codes 702:00, 703:00, 403:317, and 533:320.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the customer's reported condition of "broken" was confirmed. During inspection of the device, the user interface module printer circuit board (uim pcb) was found to be out of specification resulting in failure codes 702, 703, 403, and 533. The uim pcb was replaced.